Event description:
On 4/15/94, redness, tenderness, purulent drainage with sloughing of tissue at pacer site. On 4/16/94, pacer removed and relocated to new site. Old site treated with antibiotics. Generator soaked in betadine and antibiotic solution prior to reimplantation.